Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump is not delivering insulin. Customer stated that the pump shuts off, but did not mention if it shuts off without warning. Customer reported that there was an emergency room visit due to low blood glucose levels. Customer's blood glucose levels at the time of the incident were 26 mg/dl. Customer reported damage to the insulin pump. Customer reported that the drive support cap is loose. Customer's blood glucose levels were not included in the report. Customer was wearing the insulin pump at the time of hospitalization. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being replaced.